Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer stated that the fluid in the compartment produced by the battery. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.